Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The caller resolved the issue by using a different charging cable and was informed that tandem does not recommend using third-party supplies unless for troubleshooting. Tandem technical support arranged two-day shipping for a replacement charging cable and wall adapter, and the pump began charging, requiring no further assistance.